Manufacturer narrative:
Additional information provided. The company service representative examined the system and was unable to replicate or confirm the reported events. Additionally, the system displayed several sm¿s after the company service representative cradled the footswitch. The footswitch charger printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on february 10, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing multiple system advisories, unable to capture information and system shut down. Additional information has been requested.